Event description:
Related manufacturer reference number: 2017865-2022-01181. It was reported that there was a drop in the battery voltage of the patient's pacemaker and lead noise on the right ventricular (rv) lead. No changes or intervention was performed. Devices will continue to be monitored. There was no patient consequences.

Event description:
New information received notes a new right ventricular (rv) lead and pacemaker were implanted on the other side of the patient chest and the old lead and pacemaker were left in deactivated. The patient condition was stable.